Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #s 3005099803-2011-04549 and 3005099803-2011-04553 address the other devices. It was reported to boston scientific corporation (bsc) that an endostat iii electrosurgical unit, an endostat foot switch, and bsc hot biopsy forceps were used during a polypectomy procedure. According to the complainant, the system failed to deliver energy. However, the clinical coordinator at the account reported that she was "very sure" that the biopsy forceps had not been extended far enough out into the patient's colon, causing the device to ground on the scope. This resulted in inconsistent cautery, which she believed to have been the cause of the lack of cautery that was initially reported. The procedure was ultimately completed using the same procedure setup once the forceps had been adequately extended. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Additional information: exact patient age is unknown but is over 18 years. Device evaluation: visual evaluation of the returned device found some discoloration and scratches on the cover; otherwise, the unit appeared to be in fair physical condition. All knobs and switches functioned properly during mechanical evaluation. During electrical testing, all internal connections were checked and wires were manipulated during energy delivery, but no issues were noted. The unit passed the endostat iii return evaluation procedure and met all specifications. The condition of the returned device was not consistent with the complaint that the system failed to deliver energy; the complaint was not confirmed. The device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified serial number.

Manufacturer narrative:
Device code 825 relates to 1211 for the reported event: system failed to deliver energy. The complainant indicated that the device will be scrapped and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report #s 3005099803-2011-04549, 3005099803-2011-04550, and 3005099803-2011-04553 address the other devices. It was reported to boston scientific corporation (bsc) that an endostat iii electrosurgical unit, an endostat foot switch, an active cord, and a polypectomy snare were used during a procedure. It is unknown if the active cord and snare were bsc products. According to the complainant, the system failed to deliver energy. It was reported that the snare had not been extended far enough out of the scope. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.